Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® implants 3.75 x 11.5mm (oss311) was returned for investigation for this complaint. Visual inspection of the returned product identified bone tissue attachment about the threads, and the collars are noted to be fractured off. The drive feature of the implants has an unknown fractured metal piece embedded within. The device is too badly damaged to accurately measure. The reported product was located on unknown tooth site and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri implantitis. The reported complaint could not be verified with the information provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown. Age and date of birth: unknown. Patient sex: unknown. Weight: unknown. First/given name: unknown.

Event description:
It was reported that the patient had perimplantitis (bone loss and infection).